Manufacturer narrative:
Image review: two images were received for evaluation. Per the images, a high impedance error message was displayed on the rfg3 generator. Product analysis: the device was received for evaluation sealed in an opened sterile pouch in a shelf box. Visual inspection was performed on the catheter. A white introducer remained on the device. The introducer appeared to be bent near proximal end of the shaft near the hub. The introducer tubing contained a blood-like substance. The introducer remained on the device throughout functional testing as it was unable to be removed without damaging the device. Further inspection of the closurefast catheter revealed multiple bends and kinks throughout the catheter shaft ranging between 3cm to 85cm proximal to the catheter distal tip. Inspection of the catheter heating element/coil showed that there were two bends in the coil segment which were at approximately 45-degree angles. Between the observed bends in the coil, the fep was deformed/damaged and appeared to have melted resulting in bubbling. A dark red substance was noted on the fep which gave the appearance of a burn, however, the material discovered was most likely dried and embedded blood which covered the damaged section of the catheter. The blood was unable to be removed without further damage to the catheter. The length of the damage was approximately from 2.5cm ¿ 5.3cm proximal to the catheter distal tip. Microscopic inspection of the fep damage revealed that catheter coil did not appear exposed but it could not be determined if the coil beneath the fep was ever exposed during the procedure. Further microscopic inspection of the catheter pins revealed that all the pins were straight and attached; however, a blood-like substance was noted on the outside of the connector and the catheter handle. The catheter connector was plugged into the resistance tester to perform continuity and resistance functional testing. The catheter met the acceptance criteria for all testing performed. The catheter was connected to the rfg3. The catheter passed functional testing on the rfg3 generator. The catheter was recognized by the rfg3 generator when plugged in and the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, the device completed the cycle without an advisory message being seen. The catheter was run for a total of five cycles and passed all functional testing when plugged into the rfg3 generator. During each cycle time, the unit was subject to several additional tests such as movement in the power cable, pc board and strain relief. The catheter could complete and passed every test it was put through. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast catheter with an rfg3 generator to treat the patient¿s great saphenous vein (gsv). The lumen was flushed prior to use and the IFU was followed. It was reported that there was a kink at the proximal end of the device noted during prep of the device. The correct temperature was reached. An ¿impedance low please change device¿ error code was displayed. The rfg was power-cycled and the error remained. Another device was used with the same rfg to complete the procedure. No patient injury was reported. On 29mar19: the device was returned for evaluation and damage to the fep with possible coil exposure was noted.